Manufacturer narrative:
E1: reporting address postal (B)(6). The following functional tests were performed: a third-party servicer evaluated the issue and found that the mainboard was defective and needed repair. The mainboard was repaired by the third party. Based on the information available and the testing conducted, the cause of the reported problem was the mainboard. The reported problem was confirmed. The mainboard was repaired, and the device was operational after repairs were completed. If additional information is received the complaint file will be reopened.

Event description:
It was reported during surgery for tumor resection in the operating room, the monitor went black approximately 70 minutes into the surgery and automatically restarted. The vital signs could not be measured and there was a temporary pause in the surgery. Surgery was resumed, but approximately 10 minutes later the same behavior occurred again, which led to pausing the surgery while the monitor was replaced. A good faith effort (gfe) was performed to clarify if there was any harm to the patient and it was confirmed that no harm occurred. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. E1: (B)(6).

Event description:
It was reported during surgery for tumor resection in the operating room, the monitor went black approximately 70 minutes into the surgery and automatically restarted. The vital signs could not be measured and there was a temporary pause in the surgery. Surgery was resumed, but approximately 10 minutes later the same behavior occurred again, which led to pausing the surgery while the monitor was replaced. The device was in use on a patient. There was a report of patient or user harm. No further details were made available at the time of the initial report.